Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with their implantable cardioverter defibrillator exhibiting episodes of post-paced t-wave oversensing. Programming changes were suggested. The patient was stable.